Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a left pedal access case with a glidesheath slender. Atherectomy and percutaneous transluminal angioplasty (pta) of left at/pop performed. Upon removing the jade balloon, they noted the sheath broke below hub at the shaft. The entire sheath and balloon/guidewire removed, and manual pressure applied. They were unable to perform final angiogram. The patient was stable and has been discharged home. The procedure was completed successfully. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 5fr glidesheath slender sheath (gss), guidewire, and one concomitant balloon was returned for product evaluation. No abnormalities were seen on the guidewire. The sheath was completely pulled out from the sheath hub. The concomitant balloon was inserted into the sheath and was kinked between the separated sheath hub and sheath and at the beginning of the balloon. The hub of the balloon was examined it was a 014 6.0mm x 240mm 150cm jade pta balloon. The complaint can be confirmed for sheath separation at the hub due to the state of the returned sample. The exact root cause could not be determined. The balloon used in this procedure was meant to be used with a 5fr sheath. The likely root cause of the sheath separation is that the balloon used was too large and became stuck in the sheath during withdrawal, causing the sheath the separate at the hub and the balloon to kink. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).